Event description:
A malfunction on a tandem pump was reported by the caller, identified as malfunction 199 in the tandem source, involving a resettable malfunction code, malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information, but the pump wouldn't reset. Technical support decided to send a replacement pump, ensuring it had updated software. Customer will continue to use current pump to ensure insulin delivery is not interrupted.